Event description:
Upon analysis of the returned device it was noted that the main coil was broken at the proximal end. There were no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual analysis of the returned device showed that the coil was broken and the proximal end remained attached to the distal end of the pusherwire via the main junction. In addition, the proximal and mid section of the coil was extensively stretched. No other anomalies were noted to the coil or the pusherwire. Based on the available information and analysis of the returned device, the investigation concluded that the cause of the event was most likely due to some procedural factor that limited the performance of the device. Therefore a root cause of operational context was assigned.